Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a bottom roll that was worn preventing the ratchet from fitting properly to crank. The roller, ratchet, gear, and gear guards were replaced and resolved the reported issue. Various other parts were replaced unrelated to the reported event per the repair record. It was noted that the unit was manufactured in december 1993 and has not since been returned for preventative maintenance. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the event.

Event description:
It was reported that during testing, the crank was not catching and feeding through. No harm or delay were reported. There were no adverse events associated with the malfunction. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.